Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during fixed prime. Customer's blood glucose at time of incident was unknown. The customer is disconnected and asked to deliver 5 units via fill cannula. The customer stated insulin doesn't exit the tubing or pump alarms. The customer was advised to revert to backup plan. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement tests.no unexpected excessive no delivery alarm. However, the insu.in pump was received with minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.